Event description:
A health care professional (hcp) via a manufacturer representative reported premature battery depletion. The battery was explanted and replaced sooner than anticipated. Unknown if any factors led to the event; programming history had been requested. The issue was not resolved and no symptoms were reported.

Manufacturer narrative:
Analysis found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the device was implanted on (B)(6) 2916 and explanted on (B)(6) 2016. The impedances were 1317. There did not experience any falls or traumas while the implantable neurostimulator (ins) was implanted. The patient¿s settings were 0-3+, with amplitude of 3.0 v, a rate of 14, a pulse width of 210, and the device set to continuous. The rep reported when the patient was listed for surgery when the battery was 71-97% used on (B)(6) 2016. The rep also noted the patient described loss of effect.